Event description:
It was reported that a user of the ilet experienced recurrent postprandial hyperglycemia, with blood glucose increasing to approximately 250 mg/dl after meals and remaining between 200¿250 mg/dl for several hours before trending down; the user asked whether to announce an additional meal and was advised against doing so because the pump was already dosing. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no alarms and no medical intervention or hospitalization. Investigation included troubleshooting and user education, with referral for additional training. Investigation of this case revealed no device alarms or malfunctions reported, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to insufficient information and potential user management factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.